Event description:
Been using g7 cgm for about a year. This is the 4th time a sensor has failed. I'm a type 1 diabetic and need a sensor that works. They only replace 3 sensors a year, so I can't get any replacement. This is insane and needs attention. Pt code: 4582. Device code: 3270. Reference reports: mw5171930, mw5171931, mw5171933.